Event description:
Covidien received information that a patient on a ht70 plus ventilator was on an outing away from the reporting rehabilitation facility with a family member. During the outing,the circuit was reported to be "broken" or disconnected creating a leak and the ventilator audibly and visually alarmed low pressure. The family member then made the decision to transport the patient back to the facility with the ventilator on the patient rather than call 911 an manually ventilate the patient while waiting for the first responders. When the patient arrived back at the facility the circuit was replaced. Subsequently, the patient had a cardiac arrest and resuscitation was initiated. The patient was transported to an acute care facility and expired.

Manufacturer narrative:
The ventilator was evaluated by the facility respiratory therapist manager. He stated that the ventilator functioned as intended including low pressure alarms based on a performance check and log review. The circuit was not a covidien product. (B)(4).